Event description:
Complainant alleged that the medics were monitoring a 60 year old female patient who was in an unresponsive condition, when the device screen displayed a "low batt" error message. Within three seconds of the message being displayed, the device shut down. The medics then installed another battery into the device, but it would still not power up. The complainant indicated that the patient was disoriented but alright during transport, and that there was no adverse effect on the patient as a result of the reported malfunction.